Event description:
It was reported via repair work order that the bed had intermittent zoom due to malfunctioned load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.